Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was returned and properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. No further investigation is required.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received "lo" (readings less than 40 mg/dl) on the sensor scan compared to a result of 285 mg/dl obtained on an unspecified meter. Customer experienced weakness, dizziness and pain on every joint and muscle and was seen at the hospital where a reading of 185 mg/dl was obtained on the hcp meter. Customer was treated with unspecified IV fluids. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received "lo" (readings less than 40 mg/dl) on the sensor scan compared to a result of 285 mg/dl obtained on an unspecified meter. Customer experienced weakness, dizziness and pain on every joint and muscle and was seen at the hospital where a reading of 185 mg/dl was obtained on the hcp meter. Customer was treated with unspecified IV fluids. No further information was provided. There was no report of death or permanent injury associated with this event.